Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient having power cable disconnect and low voltage alarms was confirmed via analysis of the submitted log file. The submitted controller event log file contained data spanning approximately 6.5 days (03may2023 ¿ 10may2023 per the timestamp). The log file captured low voltage hazard and power cable disconnect alarms active on 10may2023 at 5:31:23 5:31:24, 5:38:14 ¿ 5:35:35, and 5:39:06 ¿ 5:39:07 while connected to the mobile power unit due to the rsoc voltage in both power cables dropping to approximately 0 volts. The alarms resolved on their own when the rsoc voltage in both power cables was restored to their expected voltage threshold and pump speed was not affected by the alarms. Provided information stated that the cause of the low voltage alarms on the mobile power unit was not identified. They instructed the patient to continue monitoring and if it continues to replace the mpu. It is too early to tell if the patient continues to fall asleep while on battery power and making errors while changing power sources after repeated education. No products will be returning for analysis. The root cause of the reported event could not conclusively be determined at this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including all mpu alarms. The heartmate 3 instructions for use section 8 - ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6 - ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a loss of external power when connected to the mobile power unit (mpu). The log files noted a low voltage hazard on the mpu on (B)(6) 2023, at 0531, 0538 and 0589. As of (B)(6) 2023, the cause of the low voltages was not identified. The patient was instructed to monitor the alarms and if they continued, the patient's mpu would be replaced. It was unknown if the low voltages resolved as the patient continued to fall asleep on battery power and continued to make errors while changing power sources after repeated education.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.